Event description:
(B)(4) gradual symptoms since this was implanted. Sharp pains in lower abdomen, frequent migraines, severe hair loss, major daily joint pain, dvt (deep vein thrombosis-blood clot), severe excessive menstrual period lasting over 8 weeks. Coil perforated fallopian tube and protruding through uterine wall as discovered by my dr during a dandamp;c, uterine polyp, bloating, lower back and abdominal pain, painful ovulation, extreme fatigue and depression.

Event description:
(B)(4). My joint pain has been moderate until recently. The inflammation in my ankles and knees is severe. I can barely bend my knee to step over the side of the tub to take a shower each morning its so swollen, stiff and painful. Getting in and out of the car, sitting down, standing up are painful and difficult. I'm getting painful muscle spasms, cramps, charley horses in my calves and feet. The tops of my feet are sore all the time and are painful to the touch. Fatigue is getting increasingly worse. Its just a challenge to get out of bed and force myself to work each day with all of this pain everywhere and being extremely fatigued all of the time.